Event description:
A customer reported receiving a minimum fill notification. There was no adverse impact to the customer's blood glucose level. The issue was resolved after the customer successfully loaded a new cartridge and resumed insulin delivery.